Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study: it was reported that 1764 days after a coronary drug eluting stenting treatment procedure, the patient expired. The lesion being treated in the index procedure was a 3.0mm, 95% stenosed, 12mm long portion of the proximal left anterior descending (prox lad). The physician treated the lesion with predilatation and placement of a 3.0x16mm taxus express2 study stent with 0% residual stenosis. The patient was discharged the next day on protocol doses of aspirin and plavix. Six days prior to the event, the patient was transferred to a long-term care facility after a month-long hospitalization for pneumonia and placement of a permanent pacemaker the day before that. One thousand seven hundered sixty four days after the initial procedure, and after complaining of left arm swelling and pain to the left axilla, the patient was found unresponsive and not breathing. The patient was found to be in ventricular fibrillation, multiple shocks were given, CPR was administered, intubation was done and epinephrine and atropine were administered. The patient arrived at the emergency room in full arrest and was pronounced doa. No autopsy was performed. According to the death certificate, the cause of death was cardiac arrest due to coronary artery disease. In the opinion of the physician the relationship of the patient's death to the taxus stent is possibly.